Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there were problems charging the battery, further stated that the ins was unable to recharge. The event resulted in an unscheduled clinic or office visit on (B)(6) 2018. The device was examined, and the base of the battery could be felt on palpation. The device was unable to be interrogated. The ins was mobile, flipping over, and moved position. On (B)(6) 2018 the ins was repositioned and sutured in place. The event was related to the device or therapy, and possibly related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the ins flipping was unknown. The outcome was reported as resolved without sequelae on (B)(6) 2018.